Event description:
The customer contact reported inaccurate delivery during testing at the user facility. No additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.